Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-feb-2023 . H6: investigation summary it was reported there were holes on side of the needle hub that cause leakage when drawing medication. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and there is a molding short shot at about 3/8" from the bottom of the needle hub. No other defects or imperfections were observed. The sample was then connected to a syringe with saline solution. There was leakage of solution through the molding short shot. This defect could occur if there was a process variation that occurred while molding this part. A device history record review was completed for provided material number 305165, lot 2244944. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd precisionglide¿ needle experienced holes in the side of the needle hub causing the medication to leak. The following information was provided by the initial reporter: few and far between but have been noticing holes in the side of the needle hub which causes medications to leak out during draw up.¿

Event description:
It was reported that the bd precisionglide¿ needle experienced holes in the side of the needle hub causing the medication to leak. The following information was provided by the initial reporter: few and far between but have been noticing holes in the side of the needle hub which causes medications to leak out during draw up.¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.